Manufacturer narrative:
The device history record (DHR) for lot# 323810 was reviewed and there were no anomalies identified that would cause or lead to the reported failure. Additionally, it is noted that there was one (1) other complaint received previously against lot# 323810, which was likely related to a user-technique issue. The initial reporter has stated that the doctor did not use the microaire manual drill for the initial or revision surgery. The drill bits (cfd-010-4313) are intended to be used with the microaire manual drill and the use of a power tool in this application can create a hole with an excessively large diameter. Since it was stated that a second hole was drilled and the back-up implant was used during the revision surgery, it is likely that the device was not interlocking with the surgical site; however, the device was not returned to microaire for evaluation. If the compression flanges were still intact on the device this would provide evidence that the hole was over-drilled, since compression flanges assist with interlocking the implant within the surgical site. Without evaluation of the device, the failure mode cannot be established definitively. Based on information received from the customer, it is likely that the initial hole was over-drilled.

Event description:
A customer has reported that at the end of the surgical case, once the surgeon had already sutured the area, the surgeon noticed the implant was loose and dislodged and was moveable beneath the skin. The customer reported that it was necessary to re-open the incision to remove the "faulty" implant and replace it with the second implant. It was reported that this increased the time of surgery by approximately 30 minutes.